Event description:
It was reported that the patient presented in clinic due to chest pain. A computed tomography scan revealed pericardial effusion possibly caused by the atrial (ra) lead. The physician elected to explant and replace the ra lead. The patient was in stable condition.

Manufacturer narrative:
Correction: h6 product not returning.

Manufacturer narrative:
The reported event was cardiac perforation. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. Electrical, mechanical, and visual analysis was normal with no anomalies found.